Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump lost power about an hour after she had gone swimming. The patient did not allege any harm or injury because of the reported issue. The patient admitted that there was moisture behind the pump's display. The alleged power issue was not resolved with troubleshooting. The pump was replaced based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4):during investigation, a leak test revealed a battery case leak. The pump was opened and moisture was found inside the pump. Investigation was unable to be completed due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.